Manufacturer narrative:
The reported event of helix would not extend was not confirmed. Final analysis was normal. No anomalies were found. Additional information: d10

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix on the right ventricular lead was unable to be extended properly prior to being placed in the body. The physician elected to replace the lead. There were no patient consequences.